Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels occurring overnight. Cause was not known. The customer indicated that their blood glucose levels dropped as low as 50 but were typically in the 60s overnight. At the time of report the customer did not provide how they addressed their decreased bg. Technical support educated the customer to consult their healthcare provider for further adjustments.